Event description:
The patient was revised because of poor cup positioning.

Event description:
Update: (B)(4) 2012 - medical records were received. Doi was corrected in patient/surgery information of complaint. There is no new information that would change the existing MDR decision. Pfs and sticker sheets are available on external hard drive if needed for further review.

Manufacturer narrative:
Update (B)(4) 2011 - litigation papers allege patient had left hip explanted on (B)(6) 2009. Doi: (B)(6) 2009. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. In addition to what were previously alleged, ppf alleges stroke and heart attack after the first revision. Doi: (B)(6) 2009; dor: (B)(6) 2009; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.